Event description:
.

Manufacturer narrative:
(B)(4). Additional information was requested and the following response was received on (B)(4) 2010: how long after the initial procedure was the patient brought back for the reoperation? Less than 24 hours. What was the appearance of the staple line during the reoperation? Yes, they saw the staple line during reoperation. Yes, there was bleeding from that staple line based on the observation of a hematoma there. What is the patient's age and sex? Do not know age. Believe it was a male patient, not 100% sure. How long has the surgeon been using this device? It hasn't been on the market that long, so not that long. I would say he'd been using it for atleast a month having fired it close to 25 times up to that point. Patient's current status? Fine. Released from hospital.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that post-op a whipple procedure, the device was used to create the jejunostomy. Intra-op, the staple line looked fine and then post-op, they were trying to get her levels stabilized and her hemoglobin was dropping. The patient was brought back in to reoperate and they found blood at the jejunostomy staple line and there was blood distal to the staple line and a large hematoma. They removed the hematoma and did not find any active bleeding, so they oversewed the staple line and the patient is fine. The device was discarded.